Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has received several shocks in the past, however, the patient gets syncopal and light headed. Boston scientific technical services (ts) advised and assisted with reprogramming the device. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.